Event description:
As reported from a clinical study (B)(6), the index procedure took place on (B)(6) 2010. The procedure was coil embolization assisted with vrd ((B)(4)) in the patient with subarachnoid hemorrhage due to a bifurcation of anterior choroidal artery and internal carotid artery ruptured aneurysm. Five days after the procedure, the patient had an episode of worsening of subarachnoid hemorrhage. Action taken was additional coil embolization for ruptured aneurysm. Despite the treatments, she died of subarachnoid hemorrhage. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient had a medical history of subarachnoid hemorrhage, hypertension, hyperlipemia and stroke. The ruptured saccular aneurysm neck was 4.0mm, and the neck to sac ratio was 4.0mm:4.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.0mm. Mrs before the procedure was 1, after the procedure it was 6. The act was 145 seconds pre anticoagulation and 256 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. Antiplatelet therapy included heparin 9000u. Prior to implanting the vrd, envoy 6fr mpc(catalogue and lot unknown), (B)(4) (lot unknown) were utilized. Other devices utilized during the procedure were, excelsior sl10 (type str)/stryker, agility10 (catalogue and lot unknown), v-track microplex hypersoft 4x4/terumo, (B)(4) (lot unknown, total 2). No further information is available and procedural images are not available.

Manufacturer narrative:
Concomitant devices used: excelsior sl10 (type str)/stryker, agility10 (catalogue and lot unknown), v-track microplex hypersoft 4x4/terumo, (B)(4) (lot unknown, total 2). (B)(4). The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
It was reported via the (B)(6) study that five days after an enterprise vrd assisted coil embolization with implantation of two micrusphere coils ((B)(4)) and a non-codman coils this patient with a baseline subarachnoid hemorrhage (sah) due to a ruptured aneurysm had an episode of worsening of the sah. Additional coil embolization was performed for ruptured aneurysm. Despite the treatments the patient died due to sah. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. At index procedure the (B)(6) female had a history of sah, hypertension, hyperlipidemia and stroke. The modified rankin scale (mrs) score pre-procedure was 1. The baseline sah was due to a bifurcation of anterior choroidal artery and internal carotid artery ruptured aneurysm. The saccular aneurysm neck was 4.0mm, and the neck to sac ratio was 4.0mm:4.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.0mm. A v-track microplex hypersoft 4x4/terumo and csp100300-30(lot unknown, total 2) were implanted. The act was 145 seconds pre anticoagulation and 256 seconds post anticoagulation. Heparin 9000 units were administered from the day of the procedure until one day post procedure. The occlusion rate of aneurysm was 100% after the procedure. The index procedure was completed with the desired coiling accomplished. No further information is available and procedural images are not available. The devices remain implanted. The lot numbers of the implanted micrusphere 10 cerecyte microcoils are not known; therefore a device history record review cannot be completed. Cerebral hemorrhage and associated risk for death is a known potential adverse event associated with the procedure and use of the devices as outlined in the instructions for use. Based on the available information no conclusion can be made regarding the relationship of the reported aneurysm re-rupture five days post procedure to the devices. The patient's significant comorbities and clinical factors may have contributed. With review of the information and as reported there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419559 (cordis lot 13471856). (B)(4).